Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/off switch was recommended for replacement.

Event description:
The hospital reported a malfunction that could cause a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient involvement.